Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing when the pocket was manipulated. The lead was explanted and replaced. There were no patient consequences.